Manufacturer narrative:
The device was received. Investigation is not completed. This report represents all info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, the device delivered less than intended. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.